Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
It was reported via phone call that the device had air bubbles and smelled like insulin. During troubleshooting the customer was able to fill cannula until air bubbles no longer are visible. The customer did not have tubing clamps to test for leaks. The reservoir seemed damp between the o-rings. The customer was advised to change the whole reservoir and set. The customer's blood glucose was 19.9mmol/l.